Manufacturer narrative:
(B)(4). D10- medical product psn fem cr cmt ccr std sz 10 l item# 42502606801 lot# 67351300 tibia cemented 5 degree stemmed left size g item # 42532007901 lot# 67273129 canary tibial ext 14x30mm item# 43557003014 lot# 039076 all poly patella cemented 38 mm diameter item# 42540000038 lot# 67210092 biomet bc r 1x40 us item# 110035368 lot# au09bb1301 h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately seven weeks post implantation due to decreased range of motion. Attempts to obtain additional information have been made; however, no more information is available.